Manufacturer narrative:
Concomitant medical products: product ID: 457445 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert from their implanted device while working on a lawn mower. The right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The rv and right atrial (ra) lead exhibited noise causing pauses which appeared to be electromagnetic interference that occurred while the patient was using a transcutaneous electrical nerve stimulation (tens) unit. The rv lead was reprogrammed. The implantable cardioverter defibrillator (ICD) system remains in use. No patient complications have been reported as a result of this event.